Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached end of service (eos) approximately one month prior to activation and implant. The icm was implanted and eos was not recognized until the device was interrogated and the patient was at home. The icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Product analysis laboratory (pal) analysis confirmed the reported indications recommended replacement time (rrt) and end of service (eos) from the save to disk (s2d) data and interrogation. Temperature testing was able to reproduce the rrt and eos condition once. However, additional testing and evaluation demonstrated normal operation with nominal battery voltage, system current drain, and functionality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.